Manufacturer narrative:
The reported event of device being unable to pair to the app was confirmed. Based on the information provided, the bluetooth lockout occurred due to insufficient authorization. This is per device behavior as part of the cybersecurity feature; there is no malfunction suspected.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
New information received notes that the implantable cardioverter defibrillator was interrogated, and the connectivity was restored. No patient consequences were provided.